Manufacturer narrative:
Submit date: 01/19/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports problem with the screen. Upon triage on (B)(6) 2017, the service technician reported there was no picture on the screen.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no picture on the screen. The unit was triaged and the reported issue was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.